Event description:
It was observed that during the device evaluation, the camera head exhibited failed leak test due to puncture on cable. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: failed leak test due to puncture on cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure expected or random component failure without any design or manufacturing issue. A device history record-DHR review was completed, and no issues were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.